Event description:
Event description guidant received information that after being in service for only three days, this right ventricular lead had dislodged. During the revision procedure, the lead's helix would not retract. The lead was then removed and successfully replaced with a new guidant lead.